Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call indicating that patient sensor break. Customer's blood glucose at time of incident was unknown. Customer's nurse stated that when inserting new sensor into the patient, the transmitter did not blink. Customer's nurse removed the sensor found that the electrode was missing. The customer was advised we will replace sensor.

Manufacturer narrative:
A visual inspection of 1 opened and used enlite sensor found the sensor cannula bent and retracted inside of the sensor base and the sensor was whole; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.